Event description:
During the unknown procedure, a hole in the device was detected, doctor could not use the device. It is not indicated where the hole is located. The case was completed with another device of the same product code. There was no patient consequence. The product will be returned.